Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse aligned reagent probe 1 and 2 and mixers 1 and 2. New samples were run after service was performed and the customer states that results are as expected. The cause of the inconsistent lipase results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Inconsistent lipase results were obtained on six patient samples on an advia 2400 instrument. The samples were repeated four times on the same instrument, resulting differently each time. The discordant results were not released to the physician(s). The samples were repeated on another advia 2400 instrument and the results matched more closely. The results from the other advia 2400 instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent lipase results.